Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection identified a cracked top case, a cracked battery door, and a broken left plunger case. Error history log review found motor rate error. Occlusion testing was performed and the motor rate error was duplicated. The root cause of the reported issue was found to be a combination of the old style worm gear and motor bracket. Also the leadscrew was found old and worn out. Actions were taken to mitigate the reported issue: replaced leadscrew. Replaced worm gear, motor bracket, leadscrew and clutch halves. Performed occlusion tests and all functional tests which passed. (UDI) was unknown. No product information has been provided to date.

Event description:
Cw 12/28 it was reported that a motor rate error occurred. No patient injury was reported.